Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to the helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to blood clogging the helix at the helix region. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. The physician attempted to extend and retract helix of the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.